Event description:
Following the successful embolization of the aneurysm with the coil, a thrombus at the aneurysm neck was observed. "The thrombus protruded to the artery lumen, causing a 50% stenosis." The thrombus was treated with reopro. The physician stated "the procedure was successful and there was a good evolution." The pt was reported to be stable.

Manufacturer narrative:
Other for no malfunction of the device, but it may have caused or contributed to the thrombus. Additional 510(k) # k001083. The device remains implanted in the pt and is not available for evaluation.